Event description:
It was reported that the ilet touchscreen intermittently failed to respond to touch input, resulting in difficulty unlocking the pump, and the user ultimately received a replacement device; the user reported concurrent use of a dexcom g7 and a single elevated blood glucose of 241 mg/dl that was not announced. Symptoms included transient inability to interact with the touchscreen. Outcomes included continued pump use until a replacement was arranged, with no alarms, injuries, or hospitalization. Investigation included remote troubleshooting guidance and follow-up to assess responsiveness, cleaning of the screen, evaluation without a screen protector, and attempts to recalibrate or restart when feasible. Investigation of this case revealed an intermittently unresponsive touchscreen consistent with a hardware user interface malfunction of the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to touchscreen responsiveness.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.